Event description:
It was reported that noise, oversensing reproducible with isometrics and high capture thresholds were observed on the atrial lead in unipolar and bipolar mode. The atrial lead was capped (B)(6) 2023 and replaced. The patient was stable.